Event description:
This catheter was being utilized for a diagnostic cardiology procedure when it kinked at the transition during an attempt to cross the valve. There was no reported injury to the pt. Note: the catheter was discarded at the user facility.